Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated that catheter not made available for inspection. Could not duplicate condensation buildup in tubing during testing with trainer/catheter. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Manufacturer narrative:
Due to characters limits, the e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use on the patient, cardiosave intra-aortic balloon pump (iabp) found with excessive condensation in the tubing. There was no harm reported.